Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous popliteal artery that was 80% stenosed. During advancement it was noted that the hydrophilic coating of a hi-torque proceed guide wire (gw) has high friction, and the tip of the gw became stuck in the calcified lesion. After pull back of the gw, the coils of the gw tip was uncoiling, stretched and kinked. Another gw was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.